Event description:
It was reported to philips that the system was not booting up. The device was not in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) went onsite and confirmed the reported problem. The system log file was checked, and troubleshooting confirmed the malfunction of the host pc, which lost the network connection to the imaging processing-pc (ip-pc). The defective host pc was returned to philips for further analysis. The analysis confirmed that the device fails to power on due to a defective motherboard. Following the replacement of the host pc by the fse, and after functional checks, the system was returned to working conditions. The codes were updated based on the investigation outcome.